Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event of peritonitis. While hospitalized, the patient started treatment with unknown antibiotics intraperitoneally (ip) (dose not reported) and continued twelve days after they were discharged). The patient was discharged after six days of hospitalization. At the time of this report, the patient was recovered from the peritonitis and pd therapy was ongoing. No additional information is available.